Event description:
A baxter sales representative (bsr) reported a blood leak during therapy on the same patient and the same date using 2 xenium dialyzers. Additional information was received from the peritoneal dialysis (pd) nurse which indicates: the nurse confirmed 2 xenium xph210 dialyzer blood leaks during therapy on one patient on the same date at the onset of treatment. The blood leaks were from the fiber. The machine alarmed blood leak and both were confirmed by a hemastix test at the hanson connector. The estimated blood loss to the patient was approximately 150-250 mls each time for a total blood loss of 300-500 mls total. There was no medical intervention or hospitalization as a result of this incident. The treatment was stopped after the 2nd dialyzer blood leak and the patient was sent home. The patient had therapy the next morning and experienced no problems. The patient outcome was good.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is the 2nd of two reports associated with this event.

Manufacturer narrative:
(B)(4). A sample was returned to the baxter product analysis lab (pal) for evaluation. Evaluation results indicate: the dialyzer was disinfected with 10%bleach. A visual inspection was performed and no obvious defects were found. An underwater leak test was performed and a small leak was detected at the venous header. There were bubbles coming from the venous header and staying in the dialyzer. The cap was tightened but the bubbles still occurred. The dialyzer was confirmed for a blood leak. No issues were found with the lot and no issues were found during batch review and retained sample testing performed by nipro. The root cause could not be determined. Per nipro, manufacturer, the manufacturing records, process inspection records and release inspection records of the lot concerned were reviewed and no abnormality was found.